Event description:
An antero-superior secundum atrial septal defect (no aortic rim) was diagnosed on tee in a pt. In 2003, a 19mm asd device was used to close the defect in a routine device implantation procedure under general anesthesia with tee guidance. The balloon stretched diameter of the defect was estimated to be 18 mm. A 19mm asd device was successfully implanted and detached without problems. The following day, a transthoracic echocardiogram showed the device in the correct position with no residual shunting. One month later, a routine echocardiogram showed no evidence of the device in the septum. Post procedural embolization of the device to the abdominal aorta had occurred. The device was surgically retrieved and the pt was reported to be doing well. The physician stated that, retrospectively, the device most probably embolized on the second day after the implantation (after discharge when the pt experienced short arrhythmia). The tee pictures made during the procedure were thoroughly reviewed, showing the device to be properly implanted with the septal rims between the discs; however, there was no overriding of the aorta by the discs. The discs were parallel to each other, and perpendicular to the aortic wall, just touching the aortic wall. The opposite septum was thin. A possible explanation for the situation may have been that the device was most probably too small to be firmly fixed in the septum. This may have been related to underestimation of the defect size during balloon stretching.